Manufacturer narrative:
MFR control no. Di97-042. The sample has been returned for evaluation. Co analysis found that when the iab was submerged in water and inflated with 60cc of air, bubbles were observed exiting the bladder in an abraded area. It appears that the presence of atherosclerotic plaques abraded and weakened the iab membrane resulting in a puncture.